Event description:
Consumer reported complaint for high blood glucose test results. Fiancé is calling on behalf of the customer. The customer is concerned with test results from am fasting meter to meter comparison of 189 mg/dl using true metrix air meter and 55 mg/dl using another device. The customer¿s expected am fasting blood glucose test result is 100 mg/dl and expected pm non-fasting blood glucose test result is 121 mg/dl. The customer reported symptoms of feeling weak and tired; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 09/30/2022 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure that the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated the replacement products resolved the initial concern.

Manufacturer narrative:
Sections with additional information as of 05-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.